Event description:
The pump was explanted due to routine replacement for battery end of service. No other clinical data was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The pump was stalled initially. Analysis of the pump revealed gear 3 lower shaft wear and caking on the jewel.